Manufacturer narrative:
The customer reported that the remote control sent movement orders to the system without the operator pushing the buttons. The system was in clinical use when this occurred; however, there was no report of system contact with a person or object. There was no report of harm. The philips field service engineer (fse) went on site to evaluate the system and confirmed the reported issue. The fse ordered and replaced the remote control and charger to resolve the issue. The probable cause was a faulty hand controller and/or hand controller battery. The system is operational. A field safety notice (fsn 88200521) has been released to customers indicating that an issue has been found with the hand controller for the brightview family of cameras. The issue results in either spontaneous uncommanded (not initiated by the operator) motions or continued motion after the buttons were released. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
A field safety notice (fsn 88200521) has been released to customers indicating further actions will be taken.

Event description:
This complaint has been evaluated based on the information provided; there is no allegation of death or serious injury. The issue reported was that the remote control sends movement orders without the operator pushing buttons. This malfunction may be likely to cause or contribute to a death or serious injury if this were to recur. Based on the available information, this issue has been initially determined to be a reportable event. A field safety notice (fsn 88200521) has been released to customers indicating that an issue has been found with the hand controller for the brightview family of cameras. The issue results in either spontaneous uncommanded (not initiated by the operator) motions or continued motion after the buttons were released.